Event description:
We had a pt in the cath lab that had a new permanent pacemaker device placed, that had one half year of battery life left in the battery instead of the 10 years of life which is the average. The battery was changed out for a new one, and the pt had no sequelae. Diagnosis or reason for use: complete heart block.